Manufacturer narrative:
Investigation summary: one photo of the bottom view of a sealed blister pack with a 1ml syringe inside was received and evaluated. It was observed there was smudged print between the 0.25ml and 4ml marking. Some of the grad lines were missing more than 50%, which was rejectable per product specification. Batch 8338914 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: potential root cause for the missing print defect is associated with the marking process. Rationale: no corrective actions are necessary based on the defective rate identified.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip had incomplete scale markings. This was discovered before use. The following information was provided by the initial reporter: material no.: 309628 batch no.: 8338914. It was reported that the sealed syringe had incomplete scale markings on its barrel. Per scar 19-1421: on 25nov2019, during a requested examination of 120 retain cartons of eylea vial labeled drug product (ldp) by warehouse and logistics (whl), one syringe was found to have incomplete markings on its barrel. The carton containing the syringe with incomplete markings will remain intact with the other 119 cartons in a bin. The outer carton was marked with a defect description for easy retrieval. This lot of eylea vial ldp will remain stored at 2-8c until future disposal by whl.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip had incomplete scale markings. This was discovered before use. The following information was provided by the initial reporter: material no.: 309628 batch no.: 8338914. It was reported that the sealed syringe had incomplete scale markings on its barrel. Per scar 19-1421: on 25nov2019, during a requested examination of 120 retain cartons of eylea vial labeled drug product (ldp) by warehouse and logistics (whl), one syringe was found to have incomplete markings on its barrel. The carton containing the syringe with incomplete markings will remain intact with the other 119 cartons in a bin. The outer carton was marked with a defect description for easy retrieval. This lot of eylea vial ldp will remain stored at 2-8c until future disposal by whl.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/30/2020. H.6. Investigation: one photo of the bottom view of a sealed blister pack with a 1ml syringe inside was received and evaluated. It was observed there was smudged print between the 0.25ml and 0.4ml marking. Some of the grad lines were missing more than 50%, which was rejectable per product specification. One sealed packaged 1ml ll syringe was received, confirmed to be from batch #8338914 (p/n 309628). A visual evaluation was performed, which was consistent with photo evaluation. Potential root cause for the missing print defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch 8338914 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.